Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported unit shut off as patient was beginning a transport.(e/c 1218)-alarm message: power has been restored. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Date received by manufacturer: 25sep2019. Date of report: 26sep2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was provided with the part number for the (power management) pm board and manual reference for installation and testing. After numerous attempts to obtain information on the repair of this device, this complaint is being closed. If further information is obtained, this complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.